Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the condition was not confirmed. The diamond coating was loaded with dissected bone debris and would not allow the bur to cut. The bur was cleaned and examined under (B)(4) magnification and had sharp corners on the diamonds. Irrigation is recommended during dissection to clear bone debris away.

Event description:
Report was rec'd from the USA stating that the cutter device was dull. It is unknown if the device was being used during surgery. No injury or medical intervention was reported. The date of event is not known. There was no add'l info provided.